Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-12374. It was reported the physician was unable to implant the patient's leads due to patient's anatomy. Imaging revealed the leads were anterior. The physician tried repositioning the leads to no avail. The procedure was aborted, and the patient was discharged home.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-12374.